Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon catheter was difficult to remove. The 75% stenosed and calcified lesion was located in the left circumflex posterolateral artery. The 2.50mm x 8mm nc quantum apex balloon catheter was being used for the post-dilation of a 2.50mm x 24mm promus element stent. The balloon was fully deflated when they attempted to remove it and the balloon was removed intact with difficulty. The procedure was completed with this device. No patient complications were reported and the patient's status is good

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. The balloon was winged. Using an inflation device filled with water, the balloon was inflated to nominal pressure then deflated. The balloon would not re-wrap. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon catheter was difficult to remove. The 75% stenosed and calcified lesion was located in the left circumflex posterolateral artery. The 2.50mm x 8mm nc quantum apex balloon catheter was being used for the post-dilation of a 2.50mm x 24mm promus element stent. The balloon was fully deflated when they attempted to remove it and the balloon was removed intact with difficulty. The procedure was completed with this device. No patient complications were reported and the patient's status is good.